Manufacturer narrative:
Device failure is suspected but did cause or contribute to a death or serious injury.

Event description:
It was reported that the patient's vns showed high lead impedance and needed to have his vns replaced. X-rays had been taken that did not show any lead discontinuities as per the physician, however, these x-rays were not sent to the manufacturer for review. Surgery to replace the patient's lead and generator has occurred. Follow-up with the neurologist determined that no trauma or manipulation had been reported. The explanted generator and lead will reportedly be returned, however, they have not been received to date.